Event description:
Customer reported experiencing symptoms of hypoglycemia. She was transported to the hospital, where she was diagnosed with severe hypoglycemial. The adc meter read 156 mg/dl and the lab received a reading of 124 mg/dl. It must be noted that the customer did not wash the site prior to testing.

Manufacturer narrative:
A follow up report will be submitted if the product is returned for evaluation.